Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "on (B)(6) 2024, the patient's cardiac function was poor and the left ventricle was distended, so the decision was made to implant an iabp. During implantation, blood leakage from the lower end of the catheter was detected, and the catheter was replaced in the same site." The patient was reported as fine post the incident, with no reported harm.

Manufacturer narrative:
(B)(4) the reported complaint for "blood leakage from the lower end of the catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that: "on (B)(6) 2024, the patient's cardiac function was poor and the left ventricle was distended, so the decision was made to implant an iabp. During implantation, blood leakage from the lower end of the catheter was detected, and the catheter was replaced in the same site." The patient was reported as fine post the incident, with no reported harm.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is fk40719. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original carton. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The one-way valve was tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. No blood was noted on the interior or the exterior surfaces of the returned device. Some dried condensation was noted within the short driveline tubing. The sample was likely cleaned prior to the return. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted. Some blood was noted on the exterior surfaces of the bladder; no blood was noted within the interior sur-faces of the bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood leakage from the lower end of the catheter" is not confirmed. During the investigation, the iabc central lumen and the bladder was fully intact with no abnormalities noted. No leaks were detected during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the returned iabc bladder was found with-drawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer.

Event description:
It was reported that: "(B)(6) 2024, the patient's cardiac function was poor and the left ventricle was distended, so the decision was made to implant an iabp. During implantation, blood leakage from the lower end of the catheter was detected, and the catheter was replaced in the same site." The patient was reported as fine post the incident, with no reported harm.